Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported by the distributor that the medication leaked in between the plunger and the stopper. To aid in the investigation, one sample with no packaging blister and 9ml of a white substance was received for evaluation by our quality team. A visual inspection was performed. There is white substance between the stopper ribs, but no residues of the white substance was visualized past the rubber stopper. No other defects or imperfections were observed. Due to the contamination of the sample, no further testing was completed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked the lipid emulsion past the stopper when drawing it up. The following information was provided by the initial reporter: "when drawing 20% lipid emulsiuon into a 20 ml bd syringe, lipid was noted to leak in between the plunger and black stopper at the end of the plunger bringing into question the integrity of the stopper and the syringe's ability to function properly when placed on an IV pump."